Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram images were submitted and reviewed. Due to the hip replacement device, the placement of the manta device is not clearly identifiable. The device lot history record reviewed indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, mild to moderate calcification was present and a hip replacement appliance impaired visualization during manta deployment. The manta closure device was deployed through the profunda, distal to the bifurcation with the superficial femoral artery. The IFU lists warnings: do not use manta if the puncture site is positioned at or distal to the bifurcation of the superficial femoral and profunda femoris arteries; as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. Hemostasis was unable to be achieved by manta, manual compressions, or contralateral balloon inflations. The vascular surgeon performed a cut down to isolate the common femoral artery and bifurcation, sutured the vessel proximal to the manta collagen, and successfully reached hemostasis. The manta device remained in the patient. The root cause of the manta implant not being effective in creating hemostasis is due to the placement of the device through the profunda resulting in the toggle unable to position correctly and the collagen being deposited within the vessel and unable to seal the puncture. The IFU was reviewed and confirmed to list if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Manufacturer narrative:
Device has not returned for evaluation and an investigation has been opened to review device history record, and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
Reported as: during a tavr procedure manta deployed through the profunda distal to the bifurcation with the sfa. Hemostasis was not achieved with manta. Manual pressure applied. Attempts to access the right iliac and cfa from the contra-lateral side for balloon tamponade were unsuccessful. A surgical repair was conducted to gain hemostasis. The manta was not removed. Pulses were strong in the profunda and sfa.depth 4 + 18.1mm right cfamild to moderate calcificationhip replacement impaired visualization 9000 units of heparin act 36140 protamine act 209 valve18f x 30cm, mik used for access with ultrasound . A vascular surgeon, completed a cut down to isolate the cfa, and bifurcation and sutured the vessel where it was leaking. Proximal to the collagen lump from the manta.